Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00716.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) with a penumbra system 4max reperfusion catheter (4max). During the procedure, while advancing the velocity though the 4max, the physician experienced friction; the velocity became kinked and the tip was unable to advance out of the 4max. The velocity and 4max were removed from the patient and the procedure was completed using a penumbra system 3max reperfusion catheter (3max) with another manufacturer's device. The patient's clinical outcome is limited and the patient has limited insular deficit, as was expected, considering the location and minor residual thrombus.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) with a penumbra system 4max reperfusion catheter (4max). During the procedure, while advancing the velocity through the 4max, the physician experienced friction; the velocity became kinked and the tip was unable to advance out of the 4max. The velocity and 4max were removed from the patient and the procedure was completed using a penumbra system 3max reperfusion catheter (3max) with another manufacturer's device. The patient's clinical outcome is limited and the patient has limited insular deficit, as was expected, considering the location and minor residual thrombus.